Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the wire appeared to be "exiting proximal to the catheter tip". The catheter was removed and it was confirmed that the splines were inverted. Otherwise, the device looked normal and no issues with the wire were seen. However, the physician refused to use the device and was concerned there may be a hole in the lumen. The catheter is expected to be returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was not returned with the original guidewire inserted. Functional testing was performed, and a wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance and no damage to the catheter or area where the guidewire could have exited at an odd angle. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the wire appeared to be "exiting proximal to the catheter tip". The catheter was removed and it was confirmed that the splines were inverted. Otherwise, the device looked normal and no issues with the wire were seen. However, the physician refused to use the device and was concerned there may be a hole in the lumen. The catheter is expected to be returned for analysis.